Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material#: 2203e. Batch number#: 23125149. It was reported by customer that vial adaptor leaking during use. Verbatim#: rcc received a complaint via email. Cove ID (B)(4). Date of company awareness 10/07/2024. Merck fg batch # y007209. Bd vial adapter batch 23125149. Pqc category vial adaptor leaking during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2203e, batch number#: 23125149. It was reported by customer that vial adaptor leaking during use. Verbatim#: rcc received a complaint via email. Cove ID complaint - (B)(4). Date of company awareness: 10/07/2024. Merck fg batch # y007209. Bd vial adapter batch 23125149. Pqc category vial adaptor leaking during use.